Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture and the noted scratch on the balloon appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional armada device referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a left superficial femoral artery. The 6.0x200 mm armada 35 balloon dilatation catheter (bdc) was advanced without issue to the target lesion. The balloon ruptured at 4 atmospheres during the first inflation. The bdc was remove without issue and another 6.0x200 mm armada 35 bdc was advanced without issue and it also ruptured at 4 atmospheres during the first inflation. An unspecified bdc was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.